Event description:
The patient went to the walker indoors with supervision when the plastic on the right front fork broke.

Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed. The futura/front fork is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s.